Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. Customer had a high blood glucose value of 28.5 mmol/l, 20 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections for high blood glucose values. The insulin pump passed self test. The customer did allege that the insulin pump was under delivering insulin. Troubleshooting was performed and the device is not expected to be returned for analysis.